Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was found in the heater bag of an amia cassette. This occurred during setup. Replacing the cassette allowed therapy to continue successfully. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified bubbles that were observed to be caused by a hole in the heater bag. The hole in the heater bag is indicative of a cassette test failure alarm. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.